Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h4 and h6 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "air/water nozzle clogged" malfunctions could not be identified. There was no report on deformation or breakage of air/water nozzle nor foreign material was clogged in. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal scope was unable to suction object/debris and the distal tip was blocked. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.